Manufacturer narrative:
(B)(4). This incident was determined to be due to use error, the patient submerged the drain line into the bucket. A labeling review found the labeling to be adequate for the use/use error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm; which occurred on the homechoice (hc) during use, during drain 4 of 4. The drain volume (dv) equaled 1868ml. The baxter technical service representative (tsr) had the home patient (hp) press stop and go. The hc went to last fill on its own. The tsr explained the possible causes for the alarm. The hp had the drain line submerged into the bucket. The tsr explained about the air gap. Baxter contacted the peritoneal dialysis registered nurse (rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated that the home patient (hp) has mentioned this reported problem, and they have received a retraining regarding the setup. The pd rn stated they have continued therapy okay; they have not had any other problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.